Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen. On (B)(6) 2026 at approximately 11:30 pm, the husband found the patient unconscious on the bathroom floor. He checked her insulin pump, which was displaying a low blood glucose reading. However, they did not perform a fingerstick blood glucose test at home before or during the event because they did not have any test strips available. The husband attempted to wake her up for 2 hours by giving her orange juice, but she remained unresponsive. Since she was still unconscious, he administered glucose gel. Despite these, patient did not regain consciousness, and the husband decided to call an ambulance. When the ambulance arrived, the patient was still unresponsive. The paramedics assisted the patient and took her to the hospital. Her husband did not accompany her but only followed to the hospital. At the ed the patient was still unconscious and was admitted overnight. The patient was treated with IV fluid because she was dehydrated and diagnosed with hypoglycemia. The following morning, on(B)(6) 2026, she reported feeling better. She was discharged and sent home around 7:30 am and doing good since the event. The allegation about the malfunction remained unclear. No other details were documented. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.